Event description:
It was reported that a smiths medical pump alarmed no disposable pump won't run. Res vol 91 ml, rate 1.9 ml/hr, given 5.15 ml, unknown if air in line. Patient not affected. No further information available.